Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit with hospitalization for diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400: :14421-aw rev h/ 2016: page 96 warns - test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The customer reported having an elevated blood glucose level with vomiting and severe dehydration after wearing the pod between 4 and 24 hours. The customer went to the emergency room and was diagnosed with diabetic ketoacidosis and was treated with IV fluids and insulin. She was hospitalized for three days.